Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was in hypothermia therapy rewarming and the arcticsun device was beeping intermittently. The patient temperature was 35.6c, the water temperature was 31.2c, the flow rate was 1.8 l/min, and there was a rectal probe in place. Per troubleshooting the event log was checked and there was an alert 50 (patient temp 1 erratic) several times, alarm 15 (unable to obtain a stable patient temperature) and alarm 14 (patient temperature 1 probe out of range). The rewarm read to rewarm from 35c at 0.25c/hr to 37c. The nurse cycled power to the device to clear the beeping. It was explained that these alerts/alarms were typically related to an issue with the temp in cable or temp probe. This was the facilities only device. It was recommended the patients temperature with a secondary source. The nurse stated that they would change the rectal temp probe first and call the biomed department to see if they had extra cables.

Event description:
It was reported that the patient was in hypothermia therapy rewarming and the arcticsun device was beeping intermittently. The patient temperature was 35.6c, the water temperature was 31.2c, the flow rate was 1.8 l/min, and there was a rectal probe in place. Per troubleshooting the event log was checked and there was an alert 50 (patient temp 1 erractic) several times, alarm 15 (unable to obtain a stable patient temperature) and alarm 14 (patient temperature 1 probe out of range). The rewarm read to rewarm from 35c at 0.25c/hr to 37c. The nurse cycled power to the device to clear the beeping. It was explained that these alerts/alarms were typically related to an issue with the temp in cable or temp probe. This was the facilities only device. It was recommended the patients temperature with a secondary source. The nurse stated that they would change the rectal temp probe first and call the biomed department to see if they had extra cables. Per additional information received on 04apr2019, the patient was able to complete therapy with the same cable with no further issues after exchanging the rectal probe.

Manufacturer narrative:
Upon further review, bard/bd has determined that this MDR was initially reported in error as this event is not reportable.